Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there were no changes in circumstances. Cause was not determined. Patient reported the issue was not resolved. However a change in programing was done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient was having issues with his spinal cord stimulator (scs) acting up. Patient thinks it is malfunctioning. Patient reported the issue was very intermittent, stimulation went on and off all the time and if he touched it or when he took a step it shocked him. Even if patient was laying perfectly still it felt like it was going on and off. The patient reported he notified his rep about this issue but at the time it was less prominent of an issue so they didn't spend much time on it. The problem has gotten worse over time. Patient indicated he had access to amplitude, pulse width and rate but making adjustments to these settings did not help. Stim showed on. It was confirmed that adaptive stim was disabled, as patient indicated it should be. No further complications were reported/anticipated. Additional information was received from the rep. It was reported that the rep met with the patient to check his system. Impedance was reported to look normal. The rep changed referenced electrode and it still looked similar. The following was reported: 0 1 864 ohms 2 893, 3 945, 4 913, 5 918, 6 931, 7 910, 8 1061, 9 1015l 10 880, 11 764, 12 905, 13 898, 14 873, 15 857, ohms c -8 -11 +13, 700pw, 80hz it was reported the patient did not feel shocking sensation at pocket site with palpation but he felt it when therapy was on. Patient reported still getting stimulation where he needed it but also felt stim in his rib area. No known cause of change in therapy reported. Patient stated he noticed shocking (B)(6) 2018 but later stated maybe (B)(6) 2019 was when he noticed the shocking sensation got worse. The rep was notified on (B)(6) 2019.